Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) -user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 244 mg/dl; customer stated the result was obtained the morning of the call right after she woke up. Customer stated she did not have a lot to eat the night before and so result should not be that high. The customer's expected fasting blood glucose test result range is 90 - 120 mg/dl; customer also stated that sometimes it can go to 300 mg/dl non-fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 188 mg/dl and 167 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/18/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): result 1 :244mg/dl date: (B)(6) 2017 time:11:06pm fasting. Result 2 :136mg/dl date: (B)(6) 2017 time:03:06pm non-fasting. Result 3 :158mg/dl date: (B)(6) 2017 time:12:07pm non-fasting. Result 4 :232mg/dl date: (B)(6) 2017 time:11:57pm fasting. Result 5 :92mg/dl date: (B)(6) 2017 time:10:15pm fasting. Customer is concerned with the reading of 244mg/dl fasting right after waking up. Date and time are incorrect on this meter.